Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified coronary artery. A 10/3.50 flextome¿ cutting balloon¿ was selected for use. During the first inflation, it was noted that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient¿s condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned unit was attached to an inflation device. Positive pressure was applied when liquid was observed to be leaking from a longitudinal tear in the balloon body which started at the distal end of the proximal markerband and extended to the middle of the distal markerband. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found that the hypotube was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified coronary artery. A 10/3.50 flextome cutting balloon was selected for use. During the first inflation, it was noted that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient&#38112;condition was good.